Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed no calibration failure, although the output voltage of the oxygen (o2) sensor was on the high side of specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, the o2 sensor was replaced. The suspect device was sent back to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during installation of the device, the electronic patient gas system (epgs) failed oxygen (o2) sensor calibration. There was no patient involvement.